Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned. Visual inspection: it was noted that blood/body fluid was observed on the distal conductor. Also blood was observed in/on the helix/lobe mechanism and sleeve head.

Event description:
It was reported there was positioning difficulty at implant attempt; the screw would not deploy. The lead was not used. The device was not implanted. No patient complications have been reported as a result of this event.